Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -8.5/1.5/067 (spher/cylinder/axis), implantable collamer lens went into the patients eye upside down. The lens was removed and a backup lens was implanted. No patient injury was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted